Manufacturer narrative:
Per the customer supplied qc chart, the qc was recovering within the established range on the day of the event. Per the customer, the sample is being shipped to customer product line support (cpls) east for interference testing. The results and root cause determination of the cpls testing are pending to date. There was no indication that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining repeatable higher than expected hybritech (hyb) results for one patient that were generated by the unicel dxi 800 access immunoassay system. Prostatic specific antigen (psa) results for the same patient was discordant to two alternate methods that were performed. No erroneous results were reported out of the laboratory. The results, provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.